Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units handle is broken after tipping over.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the broken handle. The unit then passed all calibration, functional and safety tests performed, and the unit was returned to customer and cleared for clinical use. The removed parts were returned to failure analysis and testing for evaluation. The failure analysis and testing dept.(fat) received parts 0367-00-0090 cart handle and 0216-02-1016 screw,pan head. These parts were received with a reported unit failure of the cart handle being broken. The failure analysis and testing dept. Performed a visual inspection and found the cart handle broken. Retaining the cart handle in the fat dept. Per procedure.

Event description:
N/a

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units handle is broken after tipping over. There was no patient involvement reported.